Manufacturer narrative:
Findings: unit received with intermittent buttons due to moisture damage at keypadtraces. No button error alarms noted. Unit received with cracked case atdisplay window corners and battery tube threads. Unit received withscratched lcd window.

Event description:
It is reported that a customer's mother called regarding issues with her daughter's buttons not responding on their insulin pump. The patient's blood glucose level was not recorded. No further information was provided.